Event description:
Cordis received info that a physician indicated that when performing an autopsy on a baby where trufill nbca glue was used to embolize some feeder vessels to a hepatic avm, the glue caused fatal pes and pulmonary htn and the pt expired. Cordis contacted the risk mgr of this hosp and was informed they did not have any knowledge of this event. Following meeting with their committees, they will be sending the FDA a voluntary medwatch report.

Manufacturer narrative:
Upon receiving and reviewing the medwatch report from the hosp, two different lot numbers were used. This is one of two products used on the same pt. MFR report # 1058196-2008-00153. Additional info will be submitted within 30 days upon receipt.